Event description:
It was reported that patient presented for a scheduled procedure. During procedure, it was noted that lead exhibited high capture threshold and failure to capture. The lead was replaced with new lead as a result. Patient condition was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for evaluation. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.